Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient's son reported that his father's blood glucose was "a little weird" and registered 525 mg/dl on the meter. The son stated, he is very worried as his father's blood glucose has never been this high. He stated the patient had given himself a couple of boluses and his blood glucose reading has come down to 325 mg/dl. During troubleshooting, the patient's son stated that the patient had a couple of beers this afternoon, may have some scar tissue on his abdomen, and is currently under more stress. Troubleshooting did not find any issues with the product. The patient's son was advised that the patient's doctor should be contacted, but the son stated the patient is in bolivia and they "really don't know about these kind of things." The son was further advised to continue to check his father's blood glucose every hour. Further attempts to follow up were unsuccessful. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.